Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed a dislodged display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during testing the load cartridge step did not detect the filled cartridge and emitted a "no cartridge detected" warning. Unrelated to the complaint, moisture was observed behind the display screen and the display screen was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall status report #2531779-03/24/2010-003-r.

Event description:
There is no patient impact associated with this complaint. The patient reported that the pump lost prime three or four times on (B)(6) 2011. He stated that he disconnected from the infusion site, completed the required rewind, and insulin dispensed during the load step.